Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure that the right atrial (ra) lead exhibited high thresholds, placement difficulty, noise and tissue on the helix. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/ fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet stuck in the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the cause of death was septic shock from an unknown source (possibly urine). It was further noted it is unknown whether the pericardial effusion was related to the device system. It was noted there was no allegation of a device system performance issue.

Manufacturer narrative:
Correction to adverse event, outcomes attributed to adverse event, describe event or problem, type of reportable event, adverse event problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure that the right atrial (ra) lead exhibited high thresholds, placement difficulty, noise and tissue on the helix. The lead was attempted not used and replaced. The patient was reported to have died 9 days post implant. No further patient complications have been reported as a result of this event.